Event description:
Reportedly when a harmonic scapel was introduced through the silicone cap of the access device, the inner diameter of the cap dislodged and fell into the pt cavity. Reportedly the physician could not retrieve the piece of the cap, however the info obtained from the user stated that they are not sure if the piece of cap remains in the pt. No pt injury was reported.